Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 2.50x38mm promus premier stent, when the stylet was removed, it was noted that the proximal end of stent struts appeared to have raised above the balloon. The procedure was completed with a new 2.50x38mm promus stent. No patient complications were reported.